Event description:
It was reported that pump battery depleted by more than 70 percent and no pump serial number was confirmed for the event. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, no additional information was obtained, no data were available to review battery use, and technical support closed case without further action.